Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak and the left iliac limb stent occlusion are confirmed. This is consistent with the reported adverse event/incident. Device, user procedure or anatomy relatedness of this type 1a endoleak could not be determined. The cause of the left iliac limb occlusion is most likely anatomy related. There was thick calcium build up in the aorta, subsequently causing difficulty in stent expansion. This inability to fully expand the stent led to stent buckling, resulting in a blockage of blood flow and occlusion in the left iliac limb which is anatomy related. Procedure related harms for this complaint could not be determined. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post index procedure during follow-up, the patient presented with pain in the leg. A computed tomography (CT) showed a type ia endoleak as well as left limb occlusion. It was reported that the left limb occlusion occurred due to a significant amount of calcium, which did not allow the iliac limb to fully open. The patient is currently being monitored while an intervention is being discussed.